Event description:
The healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / 6920543) was impeded in the middle part of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30704042) and could no longer advance. The physician tried to withdraw the stent, but it could not be retracted. The physician then withdrew the stent and the microcatheter together and switched to new devices to complete the procedure. There was no report of any patient injury or complication as a result of the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30704042) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00397. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during an endovascular embolization procedure, the stent component of the 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800 / 6920543) was impeded in the middle part of the 150cm x 5cm prowler select plus microcatheter (606s255x / 30704042) and could no longer advance. The physician tried to withdraw the stent, but it could not be retracted. The physician then withdrew the stent and the microcatheter together and switched to new devices to complete the procedure. There was no report of any patient injury or complication as a result of the reported issue. On 21-jun-2022, additional information was received. The information indicated that the procedure was a stent-assisted vascular intracranial aneurysm embolization. Adequate, continuous flush was maintained through the microcatheter. No other similar device had gone through the same microcatheter without issue. The stent / stent delivery system did not appear damaged. The stent component was reported as no longer still on the delivery wire when it was removed from the patient. Nothing unusual was noted about the system prior to use and nothing was noted to be obstructing the microcatheter. There was no resistance friction during the enterprise introduction / insertion through the microcatheter. There were no visible kinks observed on the microcatheter. There was no resistance experienced when the guidewire was being advanced through the microcatheter. The reported event did not result in a clinically significant delay in the procedure. The procedure was completed using another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800) and 150cm x 5cm prowler select plus microcatheter (606s255x). The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the device¿s hub was missing. It was noted that one stent is partially outside of the device. No other damages were found on the microcatheter. The inner diameter (ID) and outer diameter (od) of the device were confirmed to be within specifications. The entire device length was inspected under magnification. It was noted that the section where the stent is found partially outside the microcatheter has a straight cut. Seeing this, the microcatheter length was measured, and the device's total length was 132 cm; the device's hub section and a total length of 18 cm were missing from the distal end. This damage appears to have been caused by a sharp object (i.e., razor, cutter, scissors, scalpel, etc.). The reasons why the device was cut remain unknown. In order to verify if the stent found in the microcatheter is related to the event, the stent was measured, and it measured a total of 23 mm; this length doesn't correspond with the stent reported in the event description. The received stent was not originally reported in the complaint, and no further information was obtained to clarify its origin. The issue documented that the microcatheter became obstructed and could not be evaluated through functional testing since the device was returned incomplete. Also, no damages that may have contributed to the obstructed condition were found on the microcatheter segment that was returned. A conclusive cause of the obstructed condition reported cannot be determined. A review of manufacturing documentation associated with this lot (30704042) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) contain the following caution: ¿if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00397. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 21-jun-2022. [Additional information]: on 21-jun-2022, additional information was received. The information indicated that the procedure was a stent-assisted vascular intracranial aneurysm embolization. Adequate, continuous flush was maintained through the microcatheter. No other similar device had gone through the same microcatheter without issue. The stent / stent delivery system did not appear damaged. The stent component was reported as no longer still on the delivery wire when it was removed from the patient. Nothing unusual was noted about the system prior to use and nothing was noted to be obstructing the microcatheter. There was no resistance friction during the enterprise introduction / insertion through the microcatheter. There were no visible kinks observed on the microcatheter. There was no resistance experienced when the guidewire was being advanced through the microcatheter. The reported event did not result in a clinically significant delay in the procedure. The procedure was completed using another 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (vrd) (enc452800) and 150cm x 5cm prowler select plus microcatheter (606s255x). Updated sections: b.4, g.3, g.6, h.2, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00397 and 3008114965-2022-00398. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 25-aug-2022. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2022-00397 and 3008114965-2022-00398. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.